Manufacturer narrative:
Follow-up received on 05-may-2015: essure health care provider questionnaire was received. Physician does not have further information regarding insertion since essure was not placed by her. Health care professional informed that patient had requested essure removal. Procedure was performed via laparoscopy and salpingectomy was necessary. In addition, physician informed that during surgery device was found in place. Patient's symptoms resolved after surgery. Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and developed pelvic pain. She was submitted to bilateral salpingectomy for devices removal. Patient recovered from the events after surgery. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, although limited information was provided, given the reported event's nature a causal relationship with the suspect insert cannot be excluded. Additionally non-serious events were reported. This case was regarded as incident due to the required surgical intervention for essure removal. The product technical analysis concluded unconfirmed quality defect and that based on the limited available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in united states on 13-mar-2015 which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for sterilization. On an unspecified date the patient developed pelvic pain and a rash to metals such as jewelry (which she never had before). She also developed metal taste in her mouth, and vaginal discharge with metal odor. Once these symptoms began it advanced quickly and the patient had the bilateral essures removed via a laparoscopic salpingectomy on (B)(6) 2015. Result and assessment of the product technical complaint investigation received on 24-mar-2015, (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this product technical complaint was initiated due to a request for confirmation of quality. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded unconfirmed quality defect. Based on the limited available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and developed pelvic pain. She was submitted to bilateral salpingectomy for devices removal. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, although limited information was provided, given the reported event's nature a causal relationship with the suspect insert cannot be excluded. Additionally non-serious events were reported. This case was regarded as incident due to the required surgical intervention for essure removal. The product technical analysis concluded unconfirmed quality defect and that based on the limited available information, there is no relationship between the reported medical events and a quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs